Event description:
Pt reported their meter/lab comparison test readings were 150 mg/dl (ss) versus 220 mg/dl (lab), respectively (32% difference). Test were done about 1 min apart. No symptoms were reported. Pt did not have supplies to do control test. Unable to reach pt by phone to follow up. Letter was sent to pt requesting that they contact lfs. No other info provided. There was no allegation of harm.